Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 40 mg/dl and alert at low at 102 mg/dl. Customer declined troubleshooting for low and high blood glucose. The current blood glucose was 323 mg/dl. Customer advised to monitor pump and call back as needed. The device is not expected to be returned for analysis.